Event description:
A peritoneal dialysis (pd) patient reported a leak associated with pd treatment. There was a pump a vs. B volume error- alarm in fill 1 of 2. The alarm occurred once. Treatment was stopped and fluid was discovered in the pump module area and on the external part of the cassette. Fluid leaked from the pump module area. The patient was advised to notify pd nurse and to wait and use the cycler the next day and monitor closely. In a follow up, the patient verified the fluid leak event and said the cycler just sat overnight and it completely dried out. The patient used it the next day with no further issues since. The patient did not have any harm, intervention or adverse event due to the leak. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a leak associated with pd treatment. There was a pump a vs. B volume error- alarm in fill 1 of 2. The alarm occurred once. Treatment was stopped and fluid was discovered in the pump module area and on the external part of the cassette. Fluid leaked from the pump module area. The patient was advised to notify pd nurse and to wait and use the cycler the next day and monitor closely. In a follow up, the patient verified the fluid leak event and said the cycler just sat overnight and it completely dried out. The patient used it the next day with no further issues since. The patient did not have any harm, intervention or adverse event due to the leak. The cycler is not available to return.